Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'persistent downstream occlusion error' which was confirmed in the event history log (ehl) and was reproduced during evaluation. Visual inspection found the cause was a damaged downstream tubing guide. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced persistent downstream occlusion error. There was no patient involvement. No additional information is available.